Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored episodes. It was noted that the undersensing appears to prematurely terminate mode switch at times. The ra lead remains in use. No patient complications have been reported as a result of this event.